Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was only showing partial screen. The customer reported that there were missing fragments on the screen. The customer's blood glucose levels was 168 mg/dl at the time of incident. The customer stated that they fell on pump. The customer reported that the insulin pump does not turn on and showed a red light and did beep and vibrate. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to cracked and bleeding on lcd glass. Unable to verify missing segments/partial display due to blank display. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit was received with scratched case.